Event description:
It was reported that the patient's implantable neurostimulator (ins) may have "moved a little one way or the other" following a fall. It was noted that the patient fell when they got out of the hospital. It was believed that something was "not right" with the ins. The patient noted that it was not working right and they could not get it to charge up. It was reported that the recharger runs out of "juice" and could not finish recharging the battery. In addition, it was stated that the 2 devices have never done what they said they are going to do. The patient noted that they did not keep the recharger unit plugged. The patient was considering having the ins taken out. The patient was going to get scheduled for a follow- up visit with the healthcare professional and the company representative. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 377845, lot#: v019019, implanted: (B)(6) 2007, product type: lead; product ID: 377845, lot#: v013156, implanted: (B)(6) 2007, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID: 37742, serial#: (B)(4), product type: programmer, patient. (B)(4).